Manufacturer narrative:
Related MFR # 2916596-2022-38415 for (B)(6) 2020. Related MFR # 2916596-2022-13813 for (B)(6) 2021. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted back in apr2022 with failure to thrive. The patient was then discharged to a skilled nursing facility and then transitioned to hospice. The patient passed away on (B)(6) 2022 due to an infection. The death was considered device related. In the past on (B)(6) 2020 the patient had a driveline infection of methicillin-resistant staphylococcus aureus (mrsa) and was put on suppressive antibiotics. The patient also had a chronic fungemia candida glabrata (bsi) which originated on (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.